Event description:
At about 3 months after the primary, the patient came in reporting stiffness. Medical manipulation under anaesthesia has been performed in order to restore the joint mobility.

Manufacturer narrative:
Batch review performed on (B)(6) 2025. Lot 2422805: (B)(4) items manufactured and released on 03-oct-2024. Expiration date: 2029-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional devices involved: batch reviews performed on (B)(6) 2025. Gmk-spherika 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2418300: (B)(4) items manufactured and released on 04-nov-2024. Expiration date: 2029-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12.ka15l femoral component spherika cemented size 5+l (k211004) lot 2337256: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 2029-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. Joint stiffness/reduced mobility is a possible literature described adverse event after total knee arthroplasty. There is no indication that any potential issue with the device may have caused or contributed to the event.

Manufacturer narrative:
Clinical evaluation: few months after primary tka, stiffness is felt by the patient, and mobilization under anesthesia is carried out. According to the surgeon, this treatment solved the problem. The surgeon himself said that this type of situation occasionally presents itself after tka, and he thinks there is no relation whatsoever with the device implanted. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. Joint stiffness/reduced mobility is a possible literature described adverse event after total knee arthroplasty. There is no indication that any potential issue with the device may have caused or contributed to the event.